Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. A measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. During the analysis, no deviations were noted which might be related to the fixation issue mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during the implantation of this rv lead, it was difficult for the physician to find a good location due to the fact that the patient was quite heavy. When he tried to screw the lead, it always pushed back a bit, showing a strange torque afterwards at the distal part, so that he feared it might get dislodged in time. The physician tried about 5-6 positions with always correct measurements (impedance at 80-900 ohms, sensing 5-15mv, threshold around 1v@0.5ms) but also this strange tip shape after screwing. The patient started to complain of a large side chest pain. Via the x-ray, the beginning of a tamponade was observed. The implanting procedure was stopped. The pericardium was rapidly drained under echo. The patient's hemodynamic status became stable with IV medication. So it was decided to go on with the procedure, which was successfully finished.